Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has noise on shock channel, not on the pace /sense. Impedances are 45-55 ohms on the shock channel. The rep will try testing the lead in different shock vectors. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).